Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with scs because they had 4 back surgeries prior to being implanted. It was reported that the first device that was implanted ¿failed¿ and was replaced 3-4 years after it was implanted. This occurred in ¿(B)(6).¿ manufacturer records show that the ins was implanted in (B)(6). No further details were able to be provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had problems with the device being turned on by outside sources. This started from the very beginning. The device stopped working and their hcp stated that the battery was bad. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.